Manufacturer narrative:
The device info originally provided was for the revision components that were implanted. It did not reflect the devices that were revised. Summary of evaluation: the tibial and patellar components can not be evaluated for the reported wear as they have not been returned to howmedica. The catalog numbers and lot codes have not been supplied so that a review of the device history records for these components is not possible. Attempts to obtain the device, catalog numbers and lot code info have been unsuccessful.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert and patella.